Manufacturer narrative:
The reported events were lead could not be inserted into the target vein with any cps catheter and guidewire insertion failure. The reported event of lead could not be inserted into the target vein with any cps catheter used was confirmed. As received a complete lead was returned in one piece with two catheters and a stylet. The lead was found to be partially inserted into one of the cps catheter used at the procedure and the stylet was fully inserted inside the lead. The lead with the returned stylet was re-inserted all the way through and removed from the cps catheter with resistance noted at the bent/kinked area near the distal tip of the catheter. The lead cannot pass through the second catheter due to the bent/kinked near the distal tip of this catheter. The reported event of lead could not be inserted into the target vein with any cps catheter was isolated to the procedural damage found on the returned cps catheters. The reported event of guide wire/stylet insertion failure was not confirmed. The returned stylet and the test guide wire were inserted all the way through and removed without any restrictions. The visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
The reported event of lead could not be inserted into the target vain with any cps catheter and guidewire insertion failure were not confirmed. As received a complete lead was returned in one piece partially inserted into the cps catheter and with a stylet fully inserted. The lead with the returned stylet was inserted all the way through and removed from cps catheter without any restrictions. The stylet used at the procedure and the test guidewire were inserted all the way through and remove without any restrictions. Visual examination did not find any anomalies.

Event description:
During an initial implant procedure, the left ventricular (lv) lead was unable to be inserted into the vasculature using the two different cps catheters. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.